Event description:
It was reported that the system was not displaying any image, just a black screen. No patient injury was reported.

Manufacturer narrative:
Customer refused service by a ge representative, they will bring in a 3rd party.